Event description:
The customer reported having high blood pressure. Troubleshooting was performed. The settings were correct and the alarm history did not reveal any alarm. The amount of insulin left in the reservoir matched to the amount of insulin on the display. Ran a fixed prime test and passed. During the call, the customer mentioned being in the hospital for a skin infection. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.